Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a novalung console displayed errors 206 and 208 during a service evaluation that was being performed by a fresenius technician. A sample was reported to be available for evaluation. The serial number of the sensor box is (B)(6) .

Event description:
It was reported that a novalung console displayed errors 206 and 208 during a service evaluation that was being performed by a fresenius technician. A sample was reported to be available for evaluation. The serial number of the sensor box is (B)(6).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the sensor box was returned for evaluation. The sensor box was equipped with the cable d500-0187bc with gold contacts to the p102 connector of the digiflow mini board. The cables and the filter were confirmed to be installed correctly, and the orientation of the connections was conforming to product specifications. The voltage supply of the digiflow mini module was within the specified range. The sensor box functioned correctly during testing. However, the reported error can be assigned to a known failure pattern. Alarm #208 is issued when the sensor box does not detect any communication to the flow board (pcb ¿digiflow mini1¿). A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. An investigation of the machine files was not performed because the machine files do not contain any information about the cause of the problem. The problem can be understood from the available information. The described situation is adequately addressed in the instructions for use (IFU). If #208 alarms are continuously occurring, the IFU provides instructions to replace the machine. The failure pattern has been addressed within a CAPA.